Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient could not fully charge the ipg. It was also noted that the ipg was taking longer to charge and had to be charged frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively.